Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that after cutting with the well fixed cutting block the probe component was fixed loosely. The implant needs to be cemented although a cement free femur component was planned. There was a split at the a/p dimension between implant and cuts. There was a delay of 10 min.

Manufacturer narrative:
An event regarding gaps between implant and bone cut involving a size #3 4-in-1 cutting block captured assy tria. Exp. Instr. Was reported. The event was not confirmed. Visual, dimensional and functional testing were performed on the returned device. Visual inspection showed no sign of damage to the device, but showed signs of normal use. Dimensional testing was performed indicated that the features related to the event were in tolerance. Functional testing was completed using a .050¿ saw blade which was able to interface properly with the cutting block. Medical records evaluation was not performed as no patient information was provided. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates that there have been no other events for the lot referenced the investigation concluded that part makes improper resections is not related to the device.

Event description:
It was reported that after cutting with the well fixed cutting block the probe component was fixed loosely. The implant needs to be cemented although a cement free femur component was planned. There was a split at the a/p dimension between implant and cuts. There was a delay of 10 min.